Event description:
On (B)(6) 2019, a 12mm amplatzer vascular plug ii (avp ii) was implanted. During the procedure, the avp ii embolized and was removed surgically. The physician attributes both patient anatomy and product to this event. The patient is reported discharged.

Manufacturer narrative:
An event of embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined; however the physician attributed both patient anatomy and the device to the embolization.

Event description:
On (B)(6) 2019, a 12mm amplatzer vascular plug ii (avp ii) was implanted. During the procedure, the avp ii embolized and was removed surgically. The physician attributes both patient anatomy and product to his event. The patient is reported discharged.